Manufacturer narrative:
Further investigation was not possible as the information reported originates from a double blind study. Identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) above and beyond what is indicated in the current description summary was not provided and no response from gore was required. No device problem found ¿ a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak and aneurysm enlargement.

Event description:
The patient referenced in this event file is enrolled in a post market study: (B)(6); the clinical data management system (cdms), is medidata rave® clinical study database (csd). The study involves commercially available devices marketed by gore. On (B)(6) 2018, a patient underwent treatment of a 58mm abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis. On (B)(6) 2019 at the 6 month follow-up visit a type ii endoleak was detected by computed tomography (CT). The maximum aortic diameter was 50mm. These events were captured in psts event 40619. On (B)(6) 2021 at a 36 month follow-up exam the patient underwent computed tomography (CT) and an aneurysm measuring 64mm was observed. On (B)(6) 2021 the patient underwent reintervention for treatment of the type ii endoleak in which glue (fibrin, polymer, etc.) Was used. Pre-treatment: CT (B)(6) 2018. Maximum abdominal aortic aneurysm diameter: 58mm. 36 month follow up: CT (B)(6) 2021. Maximum abdominal aortic aneurysm diameter: 64mm.

Manufacturer narrative:
H6: conclusion code remains unchanged. B3: updated describe event or problem. H6: updated clinical code from 1708 to e2121.

Event description:
The patient referenced in this event file is enrolled in a post market study: aaa 13-03 cexc; the clinical data management system (cdms), is medidata rave® clinical study database (csd). The study involves commercially available devices marketed by gore. On (B)(6) 2018, a patient underwent treatment of a 58mm abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis. On (B)(6) 2019 at the 6 month follow-up visit a type ii endoleak was detected by computed tomography (CT). The maximum aortic diameter was 50mm. These events were captured in psts event 40619. On (B)(6) 2021 at a 36 month follow-up exam the patient underwent computed tomography (CT) and an aneurysm measuring 64mm was observed. On (B)(6) 2021 the patient underwent reintervention for treatment of the type ii endoleak in which glue (fibrin, polymer, etc.) Was used. Pre-treatment: CT (B)(6) 2018. Maximum abdominal aortic aneurysm diameter: 58mm. 36 month follow up: CT (B)(6) 2021. Maximum abdominal aortic aneurysm diameter: 64mm. On january 25, 2023, the additional information was received from the site that on (B)(6) 2022, the patient experienced a persistent type ii endoleak. According to the site, the endoleak was unrelated to the device or procedure. The event is ongoing. No treatment was reported. The physician is monitoring the patient. Additionally, the follow up CT dated (B)(6) 2022, showed that the maximum abdominal aortic aneurysm diameter was 68mm. No further adverse events have been reported.